Manufacturer narrative:
Unfortunately, edwards did not receive the reported sample for examination in our product evaluation laboratory. Without return of the product, we are unable to perform a complete investigation into the root cause of the reported event. At this time, we cannot confirm the reported issue. No further actions will be taken at this time.

Event description:
It was reported that before use, an unknown material was found contaminating the inside of the vamp plus reservoir." It was also indicated that the product is not being returned for evaluation. There were no patient complications reported.